Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 cx preconnect (2 cylinders and ms pump) sterile package underwent a thorough analysis. The sterile packaging was sealed tight and was not open. The ams 700 cx preconnect sterile package was visually inspected, revealing a foreign material inside the sealed sterile package. Based on the information available and analysis results, the foreign material identified confirmed the reported clinical observations.

Event description:
It was reported that after sizing and choosing the correct implant, upon opening the inflatable penile prothesis (ipp), a hair was seen inside the sterile packaging. Device was not even opened and replaced it with another. Procedure was completed with another device. There were no patient complications.

Event description:
It was reported that after sizing and choosing the correct implant, upon opening the inflatable penile prothesis (ipp), a hair was seen inside the sterile packaging. Device was not even opened and replaced it with another. Procedure was completed with another device. There were no patient complications.